Event description:
It was reported that the pt underwent a port access mitral valve replacement. The right femoral vein appeared fairly deep and the initial cannulation with the venous cannula, using the seldinger technique, caused some damage to the vein. The vein was repaired using a regular vascular surgical technique and a 6-0 or 7-0 suture.